Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear, liquid-like foreign matter was found on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned (2) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 8015999. Customer states that the syringes appeared to have clear liquid on the tip of the needle when the cap was removed. Both returned syringes were examined and one sample exhibited a deformed barrel. No foreign matter was observed on either of the samples. However, a clear droplet of material came out of the cannula when fully depressing the plunger rod of one sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Possible root causes for a damaged barrel: 1. Defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail/prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2. Infeed dial at barrel printers. 3. Loss of back pressure at infeed rail also at form fill & seal. CAPA # 56537 and situation analysis # (B)(4) have been opened to address this issue samples were forwarded to manufacturing (holdrege) on 14sep2018 for further review. On 17sep2018, holdrege received two (2) 0.3ml, 8mm, 31g syringes in an opened polybag from batch # 8015999. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation at bd franklin lakes were noted. Per ftir analysis, clear fluid in one (1) sample likely to be silicone. The other returned sample was visually inspected and noted severe damage to the barrel between approximately the 5-10u scale markings and was noted to have a distinct cutting and compression-type force, as noted from the pattern of damage. Probable root cause for this defect is a jaw jam on the ffs (form fill & seal) equipment during packaging of syringes into polybags. When this type of event occurs, any portion of the syringe and/or components may be involved in the jam, resulting in varying degrees of damage, including that which is noted with this returned sample. CAPA 56537 and sa bddc-16-871 were initiated by the holdrege plant to address excessive silicone/silicone pooling and it's associated root cause(s). A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200739356, 200733431, 200733781] which were initiated for unrelated incidents during manufacturing of the above finished batch. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (on needle) on lot # 8015999. This is 1st related complaint for damaged barrel on lot # 8015999. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone and deformed barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that clear, liquid-like foreign matter was found on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that clear, liquid-like foreign matter was found on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that clear, liquid-like foreign matter was found on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 8015999. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200739356, 200733431, 200733781] which were initiated for unrelated incidents during manufacturing of the above finished batch. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (on needle) on lot#: 8015999. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.